Manufacturer narrative:
One (1) tapered screw vent implant (item# tsvtwb10 / lot# 63550670) and one (1) retaining hex driver long (rhl2.5) were returned for inspection. A visual inspection revealed considerable wear and damage on the collar of the implant. The products were seized together and could not be disengaged. The complaint is therefore confirmed. A device history review was performed on the implant and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A device lot number was not provided for the retaining hex driver so a device history record review and a complaint history review could not be performed. The probable cause for the reported event could not be determined.

Event description:
Customer reported that the hex driver became compromised during the placement of an implant and now it is currently stuck to the implant. No reported delay in the surgical procedure.